Event description:
While removing well-fixed cement from within the canal and once the cement restrictor was also removed, it was noted that the moreland instrument (one of the small hooks) was missing its tip after this extraction device was used. Multiple attempts were made to retrieve the missing tip. Post-operative radiograph revealed film that was "good."